Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after being involved in a motor vehicle accident. The patient was found unconscious in the vehicle. Interrogation of the device showed multiple episodes of vf. The arrhythmia was low amplitude and was undersensed intermittently. There were also instances where signal amplitude variability caused undersensing. The device did diagnose and deliver high voltage therapy. The patient was intubated in the hospital and was placed into a medically-induced coma. Hypothermia treatment has also begun. It was later reported the patient expired.